Event description:
On 29-aug-2025, the user reported difficulty removing the connector during a supply change. Multiple attempts, including the ¿medicine bottle¿ maneuver, were unsuccessful, and tubing was unscrewed separately without success. A replacement was issued. Later the same day, follow-up with a clinical diabetes specialist (cds) revealed that the user, who has dexterity issues, may have been tightening the connector instead of loosening it. The healthcare provider (hcp) office, located nearby, was contacted to assist with cartridge removal. The highest blood glucose (bg) recorded during the event was 209 mg/dl. Blood glucose (bg) was not corrected during the incident. No symptoms, or medical intervention were reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.